Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of three devices. Visual inspection of the first cartridge revealed that the loading unit was partially fired. There were staple pushers visible to the 3cm cut line. The loading unit anvil was bowed. The anvil clamping mechanism was deformed. Visual inspection of the second cartridge revealed that the loading unit was partially fired. There were staple pushers visible to the 2cm cut line. The loading unit anvil was bowed. The anvil clamping mechanism was deformed. Visual inspection of the third cartridge revealed that the loading unit staple cartridge was not engaged to the loading unit and was received separate. The loading unit anvil was bowed. The anvil clamping mechanism was deformed. The left tissue stop was folded on itself. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the bowed anvil may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. " replication of the anvil clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. Replication of the disengaged staple cartridge may occur during rough handling of the instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was previously submitted on a summary report.  If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the loads presented malfunction. There was no injury to the patient.